Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, meshoma, pain, adhesions, recurrence with 2nd implant of covidien progrip. After treatment, the patient experienced revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced pain, dense adhesions, recurrence, meshoma, and rectus diastasis. Post-operative patient treatment included exploratory laparoscopy, lysis of adhesions, removal of onlay meshoma of prior ventral hernia and implant of new mesh.